Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about 3 weeks ago they noticed the therapy suddenly started failing. The patient stated that they would have to rush to the toilet when they walked into the house, and they lost complete bladder control in a store on tuesday. The patient mentioned that they had been increasing amplitude incrementally the the past 3 weeks, but have not noticed improvement in bladder control. The patient confirmed therapy was turned on at the time of the call, and program 1 was active. The patient wanted to try a different program, so agent reviewed how to change programs. The patient changed to program 2 and confirmed they felt stimulation, but they didn't feel stimulation in the bicycle seat area like they did when program 1 was active. The patient stated that they were feeling stimulation in the back of their thigh at the top of their right leg. The patient wanted to try program 3 instead, and in the process of changing to program 3 they got an 'operation failed' message, but they were able to clear the message and activate program 3 successfully. The patient increased amplitude and again felt stimulation at the top of their thigh, but it felt much stronger. The patient decided to stay on program 3 and maintain amplitude. The patient said they will continue to monitor symptoms and adjust therapy settings as needed. No further action was taken by patient services.